Event description:
It was additionally reported that the lvad operated as expected. The patient had a history of vt status post implantable cardioverter-defibrillator (ICD) and pre-lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were provided for review. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), cardiac arrhythmia, hemolysis, and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, "system monitor", provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, this section (under ¿right heart failure") states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 of the IFU also lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: additional codes e0726 - hypoxia, e0737 - hypertension, e2321 - hypotension. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2025. The cause of death was multisystem organ failure. On (B)(6) 2025, patient had sustained ventricular tachycardia (vt) with torsade's, right ventricular failure (rvf) and low flow left ventricular assist device (lvad) alarms. The patient developed hemolysis. The patient was cardioverted and needed temporary pacing. They also had elevated lactic acid. The patient went to the cath lab where they were intubated and the right ventricular assist device (rvad), protek, was inserted. The patient became hypertensive post rvad, had multiple vt arrests, and was shocked 6 times. The rvad was removed on (B)(6) 2025 due to hemolysis and the impella right pump (rp) flex was inserted. The patient was extubated on (B)(6) 2025. The patient had worsening hypoxia, hypotension, respiratory acidosis, poor prognosis, had comfort measures only (cmo). It was reported that the patient's outcome was not device or therapy related. The device was not intended to be explanted and was not returned for evaluation. An autopsy was not performed.